Event description:
It was reported that the patient experienced syncope. The pulse generator was interrogated and found to have an estimated remaining longevity of about one year. The physician elected to explant and replace the pulse generator as he felt that the battery had prematurely depleted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.